Event description:
It was reported while in use on a patient, an 840 ventilator generated an error code which rendered the device inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The unit was scheduled for preventative maintenance which was performed. Customer was unable to duplicate the problem. The technical support engineer (tse) recommended that the customer run an extended self-test (est) and short self -test (sst) before returning the ventilator back into service.